Event description:
It was reported the patient was having surgery to place a bladder sling for stress incontinence. It was stated the patient had to wear pads and still had urgency, and the symptoms had been worse for the past year prior to report. The patient was redirected to their healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# v825807, implanted: (B)(6) 2011, product type: lead. (B)(4).